Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. Inspection of the device found the exposed portion of the soft cannula torn off. It is unclear when or how the damage occurred. The downloaded data returned an alarm, indicating that the device had read the 80 hour expiration time and alerted the user. No other defects or deficiencies were found that would result in high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96, warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached greater than 250 mg/dl after wearing the pod between 4 and 24 hours on the arm. Hyperglycemia treated by patient with a manual injection with an insulin pen.